Manufacturer narrative:
A2: age at time of event: 38 (units not specified). D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter postal code: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from an unspecified location; described as ¿a leak due to valve failure was observed¿. This was identified while the patient was undergoing peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient was administered antibiotics prophylactically. No additional information is available.